Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer sent e-mail stating the string was not attached to over half the tampons in the box. No injury was reported.